Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer reports the sensor had inaccurate readings .the customer¿s blood glucose was over 600 mg/dl and the sensor glucose was 200 mg/dl. The customer was treated high with needle shot. On (B)(6) 2017 customer's blood glucose value was 142 mg/dl. Customer had a few issues with sensors . Customer does not want to troubleshoot issues at this time . The customer was advised two sensor will be replaced. The insulin pump will not be returned for analysis.